Manufacturer narrative:
An evaluation of the provided information has been made available. Event summary: it was reported that the patient (B)(6) had implantation surgery on (B)(6) 2010 and revision surgery on (B)(6) 2014 for both hips. (Left hip) patient has the bilateral claim. Right hip was reported on (B)(4). No further information available about event description. Review of received data no medical data such as x-rays, surgical notes or any other case-relevant documents received. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, type of activity (low impact vs. High impact), and relevant medical history were unknown. Adherence to rehabilitation protocol was unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. Zimmer's reference number of this file is (B)(4). This is a bilateral patient. Right hip case is reported under (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul head 40, 12/14, size l /+3.5 on the left side on (B)(6) 2010. The patient was revised on (B)(6) 2014 due to unknown reasons.

Manufacturer narrative:
This case was reopened on august 29, 2016 to enter additional information received on august 19, 2016. Review of received data: the surgical report of implantation dated (B)(6) 2010 was received. There is no conspicuousness in the surgical report. The surgical report of revision dated (B)(6) 2014 was returned for evaluation. After patient preparation, the attention was initiated with the right leg revision with 7mm leg discrepancy. The pseudocapsule was found fluid-filled. Cheesy contents were found and the hip joint was found to be slightly yellow discolored. After debridement, the large head was removed and taper corrosion was observed without obvious damage. Implants were tested and found to be stable in bone. The metal liner was then removed, all components carefully cleaned and the new pe inlay neck, and 36 mm femoral head were implanted. The hip was reduced and closed. Attention was then given to the left hip. After preparation of the left leg, the pseudocapsule was opened and black fluid poured out. The fluid was suctioned and the hip was found more inflamed compared to the right hip. The soft tissues had a metallic discoloration and the synovial tissues had to be trimmed and debrided thoroughly. The head was removed, the taper was black but without obvious damage and therefore reusable after cleaning. Implants have been found to be stable in the bone. The metallic insert was removed and the new pe inlay and +7 neck were implanted. Hip was reduced and the surgery completed. Root cause analysis: according to the surgical reports, the patient showed signs of adverse reaction to metal debris, which were more pronounced for the right hip compared to the left hip. A tissue reaction like metallosis, pseudotumor or metal allergy can be a post-operative risk for metal on metal (mom). In example, metallosis of hip is well known issue in the literature dedicated to mom joint replacements, and is defined as aseptic necrosis, local necrosis or loosening of the prosthesis secondary to metallic corrosion and release of wear debris. More generally, mom hypersensitivity reactions are increasingly being recognized as a cause of osteolysis, loosening, and subsequent failure in the short- to intermediate-term follow-up of mom-thas. Moreover, complex physiological reactions like pseudotumor or metal allergy are known risks for this kind of metal-on-metal implants. Neither x-rays, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful root cause analysis of the reported event. Zimmer considers this case as closed again. Should any the device and/or additional information become available zimmer will re-evaluate the case and send an amended medical device report. This is a bilateral patient. Right hip case is reported under (B)(4). (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a metasul head 40, 12/14, size l /+3.5 on the left side on (B)(6) 2010. The patient was revised on (B)(6) 2014 due pain, armd and fluid accumulation.